Event description:
It has been reported by a dealer that the end user was walking with a 3920-2 cane, lost their balance bending the cane at the top adjustment hole. The end user did not fall. When the dealer tried to bend it back, the cane broke in half.